Event description:
Pre-op x ray shows tibial base plate with anterior slope. Base plate was revised and removed easily. Pre-op full blood screen all within normal limits. No sign of infection. No culture swab taken during revision surgery.